Manufacturer narrative:
(B)(4).

Event description:
The freedom onboard battery was not supporting a patient. The customer reported that the freedom onboard battery did not hold a charge when the patient's caregiver placed the battery into the charger base. The customer also reported that when the freedom onboard battery was placed into the charger base, the 2 bottom charge indicator led lights came on and remained on. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not in use. In addition, it would not prevent a freedom driver from performing its life-sustaining functions. The freedom driver has a redundant, alternate power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
This freedom onboard battery was not in use by a patient. The customer reported that the freedom onboard battery did not hold a charge when the patient's caregiver placed the battery into the battery charger base. The customer also reported that when the freedom onboard battery was placed into the battery charger base, the onboard battery's two bottom charge indicator led lights came on and remained on. The freedom onboard battery was returned to syncardia for evaluation. Visual inspection revealed that the housing was separated at the connector, but the cause of the housing separation could not be determined. The onboard battery was connected to battery evaluation software. Review of the data did not reveal any abnormalities. During evaluation testing, the onboard battery was docked into each charging bay of two different battery chargers, and the onboard battery charged normally. The reported issue could not be confirmed. There was no indication that the onboard battery was not charging. The investigation concluded that the onboard battery performed as intended, and there was no evidence of a malfunction. The onboard battery was taken out of service because of the housing separation. The reported issue posed a low risk to the patient because the onboard battery was not in patient use at the time the issue was observed. In addition, it would not prevent a freedom driver from performing its life-sustaining functions. The freedom driver has a redundant source of eternal wall power, and patients are provided with several onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.